Event description:
The initial report stated that one of the snaps used to connect the electrode to the handpiece was missing. A second device was used to complete the procedure without incident. The incident device was returned and a visual inspection revealed that the jaw tail was broken and bare wire is visible.

Manufacturer narrative:
A visual inspection of the incident device revealed a broken snap pin and broken jaw tail, making bare wire visible. Engineering noted that the device is heavily damaged on both electrodes. The damage is due to improper installation of the electrode to the max reusable instrument. Refer to the IFU for this device for instructions on the proper method of assembling the electrodes onto the reusable instrument to prevent damaging the snap pins. The IFU warnings also states: inspect the instrument for breaks, nicks, cracks or other damage before use. If damaged, do not use. Failure to observe this caution may result in injury or electrical shock to the patient or damage to the instrument.